Event description:
Clinicaly study. It was reported that 1 year after a coronary drug eluting stenting treatment procedure, the pt expired. The target lesion was a 3.25mm, 95% stenosed, 8mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 4 days later on plavix and aspirin. 1 year after the initial procedure, the pt expired. In the opinion of the physician the cause of death was cardiac arrest and it is unk if the target vessel was involved. There was no autopsy.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.